Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code insertion without removing needle guard. The batch 6007941 in question was manufactured at the reynosa site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples for the lot 6007941 have already been previously tested for visual inspection in the 2092841 on 13/feb/2025. Visual test according to work instruction (wi) version 1 on reference samples, 10 samples out 10 samples passed the test, as per the test report database 2092841 complaint test report. Device history record (DHR) review: the lot 6007941 was manufactured according to the wi version 115 manufactured in the line 3, on 10/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 11/feb/2025 against malfunction code insertion without removing needle guard and lot 6007941 and another 1 complaint has been registered in database for the same lot 6007941 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient forgot to take the needle guard off the infusion set prior to insertion event on (B)(6) 2024. The patient replaced infusion set and resumed insulin successfully. No further information available.